Manufacturer narrative:
The investigation by ocd determined that results from two pt samples were associated with incorrect sample identification numbers. Ocd has evaluated instrument dataloggers and determined that the operator had manually entered info for the first of two samples. Further evaluation of the dataloggers along with the operators statements indicate that the analyzer performed as expected and than the samples were not placed in the positions that the operator indicated they should have been. It appears from the datalogger output that the issue was related to the manual programming of one of the samples and possible movement of samples. Sample tray positioning adjustments and sample bar code readings were checked and determined to be working as expected when evaluated after event. The operator subsequently placed the samples back on the instrument and they ran with results as expected. No incorrect pt results were reported and there was no allegation of harm as a result of this event. The most likely cause of the event was determined to be operator error.

Event description:
The operator of a vitros 250 chemistry system observed pt results associated with incorrect sample identification numbers. The laboratory did not report any results for samples determined to have incorrect sample identification numbers and there was no allegation of harm.